Event description:
It was reported that the customer's insulin pump had a compromised force sensor system alarm. The customer's blood glucose level was 335 mg/dl. The customer reported that the insulin pump dispensed a stream of insulin. Standard troubleshooting was performed. The drive support cap was protruding. The customer was advised to revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.